Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack was not returned for evaluation. However, visual evidence provided revealed damage to the shoulder pack surrounding the viewing window. As a result, the reported "worn out" event was confirmed. The reported viewing window damage event could not be confirmed due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; a possible cause of the reported "worn out" shoulder pack event and the reported damaged viewing window can be attributed, but not limited, to wear and/or the handling of the pack. Additional information has been requested regarding the lot number of the shoulder pack. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The visual evidence of the shoulder pack was sent to the manufacturer because the plastic viewing window of the shoulder pack was damaged and the shoulder pack was worn out. The shoulder pack tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.